Manufacturer narrative:
(B)(4). Batch # r93p3a. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, the device was tested with the test media and performed as expected, however there was no audible feedback sound from the instrument when the clamp arm was fully closed. There were no "tissue effect issues, hemostasis controllable" noted at any time during the analysis of the device. The device opened and closed as intended. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the dr. Used the harmonic hd1000i when performing total gastrectomy b1 surgery. During activation during surgery, the tissue hemostasis function couldn't work well and became too stiff the click sound was not heard in the middle of operation. In particular, he felt the concern about the part of the patient's tissue that was not good for hemostasis, and he used the new harmonic hd1000i product and the surgery was successful. There was no adverse event for the patient.